Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacture has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-01708. It was reported one of the patient¿s lead was migrated. As a result the patient underwent surgical intervention wherein the lead was explanted and replaced with another model which resolved the issue. And therapy was restored. It is unknown which lead is related to the issue. Therefore, all suspected devices are being reported explanted.